Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a hardware low level failures alarm and beep anomaly. The customer¿s blood glucose was unknown. The customer reported that insulin pump was not beeping when it was supposed to although the beep was activated. The auto test was performed when pump error occurred leading to pump reset, this was the second occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly.